Event description:
The consumer was in the shower sitting on the shower chair when the chair allegedly "gave out." One of the legs was allegedly completely bent. No injury is alleged.

Manufacturer narrative:
No RMA has been issued for the return of this device. (B)(4), compliance administrator stated she returned the device to invacare in her (B)(4) 2011 notification letter. The model is 96-2 but the serial number/lot number was not provided. Therefore, the age of the device and the manufacturer are unknown. The latest revision user manual for this device is part number 1145752 rev b (apr-09) and will be used for this documentation. It is unknown if the consumer has fully read and understands the user manual. On page 2 the following warning is provided: "warning - do not install or use this equipment without first reading and understanding these instructions. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." In the dealers incident report form, it stated that the consumer was alert and oriented. However, the medical condition, stability and medication regimen were not provided. The consumer has a caregiver who was on-site at the chair collapse but was not present in the shower at the time. It is unknown if the consumer was reaching, bending or reposition himself at the time of the collapse. The following warnings are provided: "all four leg tips must be in contact with shower/tub floor at all times. Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use if shower chair is wobbly or unstable. The shower chair is not to be used as a transfer bench, transfer device or climbing device. Users with limited physical capabilities should be supervised or assisted when using the shower chair. The consumers weight is (B)(6). On page 2 a chart with the following weight limit is provided: model 96-2 shower chair with back = 315 lb (143 kg). The consumer meets the weight limit. In addition, on page 2 the following warning is provided: "always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary." It is unknown if the consumer or caregiver has properly set up the chair. On page 2 the following warnings are provided: "ensure that the snap buttons fully protrude through their respective adjustment holes. Check leg tips for rips, tears, cracks or wear. If any of these conditions exist, replace leg tips immediately. Exercise caution when assembling the chair to avoid pinching. After any adjustments, repair or service and before use, make sure that all attaching hardware and parts are secure. Ensure that all four chair legs are adjusted to the same height, and that all height adjustment buttons protrude fully through adjustment holes before use."